Event description:
A caregiver reported a "sensor ended" message with the freestyle libre 2 sensor, after 4 days of wear. The customer's glucose was therefore unable to be monitored via sensor scan, and the customer developed symptoms described as "very nervous", irritable, shortness of breath, and tachycardia. A healthcare professional was called to the customer, and customer found to be hyperglycemic with high ketones (obtained from unspecified device). The customer was treated with insulin (dose/type unknown), and no further treatment was reported to be required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh007q1ggw has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore issue is not confirmed. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from 3mh007q166w to 3mh007q1ggw. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "sensor ended" message with the freestyle libre 2 sensor, after 4 days of wear. The customer's glucose was therefore unable to be monitored via sensor scan, and the customer developed symptoms described as "very nervous", irritable, shortness of breath, and tachycardia. A healthcare professional was called to the customer, and customer found to be hyperglycemic with high ketones (obtained from unspecified device). The customer was treated with insulin (dose/type unknown), and no further treatment was reported to be required. There was no report of death or permanent injury associated with this event.